Event description:
Date of surgery: in 2001, it was reported by a non-medical professional that a pt underwent an anterior spinal fusion of the thoracic spine utilizing rods and screws. At an unk time post-op, it was reported that a rod fractured which caused the implanted hardware to rotate; thus allowing a screw to come into contact with the pt's aorta. Approx 3 years 5 months post-op, pt underwent revision surgery for the removal of rod and screw. In addition, it was reported that the rod component was "suppose to be made from solid titanium alloy, but the broken rod was hollow and manufactured out of an unk metal." No other pt complications were reported.

Manufacturer narrative:
Device has not been returned to the manufacturer; therefore, product evaluation is not possible. Unable to determine the cause of the event.